Event description:
It was reported by service report that the footboard is missing, the footboard plug is broken, and the siderail will not lock in the up position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Missing footboard. Broken power plug. Siderail too tight for movement.